Manufacturer narrative:
This surgeon's other incident required no further intervention. The second surgeon with one incident was out on medical leave, however, bvi was informed that this cannula ejected from the syringe while being tested by the nurse prior to use and it hit the wall. The surgeon with the incident does approximately 600-0700 cataract and glaucoma procedures a year. He confirms that prior to the single use cannula the site was using a reusable cannula. He believes that all cannula are checked by pushing fluid through syringe/cannula prior to use, but he does not always see this occur as he is busy performing surgery. He was performing stromal hydration at the end of surgery when the cannula detached from the syringe. Once during it's use the cannula was removed from the syringe by the nurse to add more bss (balance salt solution). No particles were noted nor was any additional force required for use. The doctor thought the cannula may have been clogged at the end of the procedure, but he had been using it successfully for the stromal hydration prior. Bvi will conduct an investigation on the returned product bd, becton dickinson, who is the contract manufacturer , was informed by bvi of the complaints. Bd will aso perform an internal investigation once they received returned product from bvi in accordance with CAPA# (B)(4). A follow-up report will be provided by bvi on or about (B)(4) 2013, including CAPA closure to address verification and effectiveness of the corrective action. The longer time for follow-up will allow bd to receive samples and perform their investigation.

Event description:
Bvi became aware on (B)(4) 2013. Verbatim from complaint "three times in the last 4 weeks the 581273 cannula came flying off the 3 ml ll syringe from kendall, #(B)(4). Two times the cannula caused no harm, once the cannula cause additional problems to the patient. Bvi does not sell the (B)(4) syringe. On (B)(6) 2013, bvi contacted the site and spoke with the inventory agent and the nurse, neither of whom were in the room at the time of the incident. One doctor had 2 incidences and the other has one, scrub nurses during the surgery were experience nurse. The product has been used by this site since (B)(6) 2012, after a switch from a reusable cannula. The procedures were cataract surgeries. On (B)(6) 2013, bvi contacted the surgeon who had 2 incidents. One patient required further surgery, a vitrectomy, as the cannula hit the sclera when it came off the syringe and caused a total vitreous hemorrhage. The patient is doing well and improving per the surgeon.